Manufacturer narrative:
Citation: simard t et al. Sex-specific in-hospital outcomes of transcatheter aortic valve replacement with third generation transcat heter heart valves. Catheter cardiovasc interv. 2021 jan 31. Doi: 10.1002/ccd.29499. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the in-hospital outcomes between males and females who underwent transcatheter aortic valve replacement (tavr) with third generation transcatheter valves. All data was collected from a clinical database/resource manager containing de-identified data from over 400 academic centers and affiliated hospitals in the united states. The authors identified patients who underwent tavr between january 2018 and march 2020, a time period when third generation transcatheter valves were mostly used. The study population included 44,280 patients (predominantly male, mean age 79 years, 85.4% white). An unknown number of these patients were implanted with medtronic transcatheter valves (evolut r or evolut pro). No unique device identifier numbers were provided. Among all patients, 575 in-hospital deaths occurred. Non-medtronic transcatheter valves were also included in the study¿s data. None of the deaths were directly associated with medtronic product. Among all patients, in-hospital adverse events included: permanent pacemaker implantation/need for implantable cardiac devices, stroke, cardiac tamponade, mechanical ventilation, tracheostomy, gastrointestinal bleeding, blood transfusions, and vascular complicatio ns. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.